Event description:
It was reported that during an ablation the needle connected 1 time: error message, then reconnected: ok. Test: ok. Implantation in patient - stick: ok; then no functional treatment protocol. Needle reconnected to another channel: still not operational. Change for a new needle. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. D4 batch #: unknown. Investigation summary: since this occurred in france, there is no call home data available. The returned probe's tip was broken off from the cannula. The break looks mechanical in nature. There does not seem to be any thermal damage. The potential cause of the broken probe tip is unknown since there is no further information available. A search of nonconformities (ncs) was performed for lot ml24069306. There were no observed nonconformities for this lot. Manufacture date: 06/01/2024. Expiration date: 02/28/2028.